Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: event occurred over the last 5 to 6 weeks, but no exact times could be provided. Each of the patients were given 5,000 units of heparin pre-op. None post op. The surgeons puts drains in all patients. Typical procedures use two green and one blue reload. If there is a small piece of tissue left a blue reload will be used which probably occurred on two of the 5 patients. Additional information requested and received: when was bleeding identified? Intraoperative or post-operative? Intraoperative. Was a 2nd surgical procedure performed? No. Was the hospital stay prolonged due to the issues experienced? No. Does the surgeon use seamguard with every firing? Yes. Were there any issues in regard to staple formation noted throughout the care of patient? No. Was there any medical or surgical intervention to treat the low hematocrit? IV therapy. What is the current patient status? All ok.

Event description:
It was reported that after a laparoscopic gastric sleeve procedure using seamguard buttressing the staple lines began to bleed. Clips were used to stop the bleeding. No blood products were used/no transfusion required. While monitoring the next day the patient's hematocrit was noticed to be dropping. IV fluids were administered and patient monitored until hematocrit was back in normal range 2-3 days post op and discharged with no further consequence.